Event description:
This device was implanted and was explanted on an unknown date. A product experience report received on august 16, 2016 stated that field representative received a call from a physician which reported that there was a problem with this device that led to its damaged. Accordingly, 3 months later just short after a regular follow up visit with stable parameters a complete loss of device function was noted. Device was returned for analysis and the result was that a short circuit and burn marks were seen on the device with evidence of abrasion. The physician was dr. (B)(6) at (B)(6) in... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).